Event description:
It was reported that while using the device on a pt in cardiac arrest, after approx 1 min the unit displayed a "replace battery" warning and lost power. It was indicated that prior to using the device, the battery displayed a 100% charge level. Another device was subsequently used and the pt was diagnosed in an asystolic rhythm. The customer reported there were no consequences to the pt as a result of the device problem as defibrillation was not indicated.

Manufacturer narrative:
(B) (4)/ physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.